Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the screen, no delivery alarm/insulin flow blocked alarm, failed battery test or battery failed alert, keypad anomaly and rewind anomaly found on sept 21, 2021. Device was received with a minor scratched lcd window. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. There was no, no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 09/12/2021 20:51:12.000 during bolus delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No alarms or alerts or failed battery test or battery failed alert recorded and found in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 09/17/2021 09:17:00.000. Insert battery alarm was recorded and found in the formatted history file on: 09/17/2021 19:27:30.000 replace battery alert was recorded and found in the formatted history file on: 09/17/2021 18:48:00.000 and replace battery now alarm was recorded and found in the formatted history file on: 09/17/2021 19:19:00.000. Power data available per the power management tool/detail trace file is from 9/26/2021 9:41:19 pm to 2021-10-14 20:07:00, there was no record for the event date. Unable to check power data for low battery alert and replace battery alert/ replace battery now alarm. No motor related errors/alarms recorded and found in the formatted history file for the event date. However, pump error 130 alarm was recorded and found in the formatted history file on: 09/12/2021 21:14:52.000 to 09/12/2021 21:32:12.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 130 alarm and rewind anomaly were confirmed, problem isolated on the motor assembly. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the insulin pump screen. No delivery alarm/insulin flow blocked alarm, failed battery test or battery failed alert and keypad anomaly were not confirmed. Pump error 130 alarm and rewind anomaly were confirmed, problem isolated on the motor assembly. During visual inspection, corrosion was found on the electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries. Insulin pump buttons get stuck sometimes. Customer stated that insulin pump had scratches on the screen and received random no delivery alarms. Customer stated that they need to rewind insulin pump more than once and rewind was slower than before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.